Event description:
Customer called to report a leak under reagent probe a of the unicel dxc 600 synchron system, as well as "blank absorbance low" errors. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) assisted customer with troubleshooting, during which customer confirmed that the syringes and fittings were secure, and that no bubbles were present in the plunger. The cts then instructed customer to prime the probe, after which no further leaking was observed. However, a level sense test indicated that no fluid was detected on reagent probe b. The cts then generated a service request to address the absorbance and level sense issues. The field service engineer (fse) inspected the instrument and observed significant rust and deterioration on the hamilton valve. The fse removed and replaced the hamilton valve, which was the cause of the reported leak from probe a and lack of fluid at probe b. The fse also replaced the t-valve, cuvettes and syringe as a preventive measure. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).